Event description:
It was reported by the customer that the insulin pump was exposed to moisture. Customer stated that they had perspired while still attached to the device and fluid is trapped behind the display screen. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 134 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).